Event description:
It was reported that the ventilator was contaminated with water there was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. Our field service engineer investigated the ventilator on site. The moisture was detected in the medical gas installation. The tubing, gas modules and inspiratory section were inspected and there was no presence of water. No parts were replaced. Functional tests were performed with approved results. The ventilator is in working condition and cleared for use. The root cause to the reported issue could not be established by this investigation.